Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00388.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils, ruby coils, pod packing coils (pod pcs), non-penumbra coils, and a lantern delivery microcatheter (lantern). It was noted that the patient's anatomy was moderately tortuous, calcified, and narrowed. During the procedure, the physician encountered strong resistance while advancing a pod coil through the middle of the lantern. Therefore, the pod coil was removed. While advancing the next pod coil through the lantern, the same issue occurred. However, this pod coil was subsequently implanted in the target vessel. The procedure was completed using three ruby coils, five pod pcs, two non-penumbra coils, and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 5.0 cm from the hub. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned ruby coil revealed a functional device. During functional testing, the ruby coil was able to be advanced into a demonstration lantern without resistance. But the embolization coil was unable to be advance completely out of the lantern due to the kink on the pusher assembly. The kink on the pusher assembly was likely incidental to the complaint and could have occurred during packaging for return to the penumbra. The lantern used in the complaint was not returned for evaluation; therefore, the root cause of resistance during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.